Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was unable to engage in monitoring activities because the unit could not power on. Internal inspection revealed corrosion damages to the system circuit board, causing the unit to not power on. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported: "device display flickering not all led's seem to be working also does not seem to be reading as it keeps alarming low siq." No consequences or impact to patient was reported.